Manufacturer narrative:
Evaluation summary: the service engineer (se) inspected the device and verified the reported issue. The se ran an extended self test (est) and the breath delivery unit (bdu) audio test failed with the power fail cap not discharging. The se replaced the exhalation sensor printed circuit board (pcb) and the power controller pcb. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator failed an extended self test (est) and generated error codes with the messages: "power-fail cap not discharging" and "exp pressure autozero offset failed." The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Evaluation summary: the following components were returned for failure investigation: 1. Exhalation sensor printed circuit board (pcb) 2. Breath delivery (bd) printed circuit board assembly (pcba) the bd pcba was visually inspected and functionally tested with no malfunction or product deficiency identified. Upon receipt a visual inspection of the exhalation sensor, it was noted that there was severe damage on the pcb. Due to such extensive damage the pcb was unable to be inserted into the exhalation valve assembly. It is unknown and unreported how this damage occurred. If information is provided in the future, a supplemental report will be issued.